Event description:
It was reported that the patient stated needing to pump 25-30 times for an erection. It was also indicated that his wife was dissatisfied due to his penis being smaller and curved, and pain upon penetration. However, it was unclear whether the pain was felt by the patient or the wife. A follow up appointment was scheduled previously to occur on august. It was further reported that the dissatisfaction has been discussed previously, but it was more of a personal issue. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.